Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin are shattering during centrifugation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are shattering during centrifugation."

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin are shattering during centrifugation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that tubes are shattering during centrifugation."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received (B)(4) samples from the customer in support of this investigation. The samples, along with (B)(4) retention samples from the bd inventory were evaluated by visual examination and the indicated failure mode for tube breakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.